Manufacturer narrative:
The complaint is for the issue of "light guide tube is crushed." Olympus was able to confirm the customer failure and determined the following cause: -universal cord has a dent. The most probable cause of the failure "due to dirt on objective lens, the screen turns white with no image. (It never returns to normal.)" Is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dirt on the objective lens. This issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2 & h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.